Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and the suture knot on the middle shaft being uncentered was observed. While the knot and suture of the flo-thru device was confirmed to be off center, the functionality of the device was not impacted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white thread (tether) of a flo-thru intraluminal was not centered on the blue tube. The surgeon discovered this problem when they were about to place it inside the patient during operation; however, it was not used on the patient. There was no patient involvement. No additional information is available.